Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that a patient experienced pain ¿likely¿ secondary to an empty pump reservoir. An empty reservoir alarm occurred. The patient did not keep the scheduled refill appointment. The issue was considered ¿mild¿ and was related to intrathecal medication. The pump was refilled on 2015-03-13 and the issue resolved without sequelae. The pump was used to infuse fentanyl, clonidine, and baclofen (unknown). No intervention was reported for this event. If additional information is received a follow up report will be sent.